Manufacturer narrative:
Eval: DHR review performed. Sample returned to manufacturer, but investigation was not complete at time of this report. Results: DHR review showed no issues with this lot #. Conclusion: CAPA #(B)(4) was issued tot address the issue of staples not forming.

Event description:
The event is reported as: staples were not formed correctly. No injuries reported.